Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. Date of issue is an approximation. The sensor was inserted into the abdomen on (B)(6) 2019. The patient reported that about three to four weeks ago he inserted a sensor and it worked fine. When it was time to change his sensor, he stated that the filament broke off into his skin he stated he did not notice until a sore was noticed around his stomach. He felt a 'blood bubble' and it popped. When it popped, it bled, and he stated there was a filament that he pulled out with tweezers. He cleaned the area with alcohol, and it healed but left a scar. No product or data was provided for investigation. Problem could not be confirmed, and probable cause could not be determined. No additional event or patient information is available.